Manufacturer narrative:
Philips service replaced the cable, reloaded the software, and verified the system functionality. This report was (B)(4).

Event description:
It was reported to philips that the pedal cable was stripped, causing intermittent errors on an allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.